Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024, and last titrated on (B)(6) 2026 where therapy amplitude was increased from 12.6ma to 14.0ma. Following the titration, the patient experienced buzzing in their neck as well as dizziness and lightheadedness. On (B)(6) 2026 the patient was admitted to the emergency department for hf exacerbation. The root cause of the exacerbation was not stated by the physician. While admitted, the patient's therapy was disabled, and the buzzing in their neck resolved but the dizziness and lightheadedness persisted. The patient's therapy was reactivated with the therapy set to 9.4ma, and the stim in the neck remained resolved. On (B)(6) 2026, the patient was discharged.